Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump stopped working as exposed to body moisture such as sweat. Customer stated that most of the outer portion of the battery cap was disintegrated. Customer¿s current blood glucose was not given. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and unexpected battery power loss noted. No moisture damage on electronics and motor assembly noted.